Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va10c4a, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device had not been effective for the patients symptoms. The patient reported that she had 2 operations; when the device was implanted and she was not getting results so the lead wires were replaced and still had not gotten any results. The patient reported that she had tried all 4 programs. The patient also reported that she had the device reprogrammed once already but the device was still not being effective. Additional information was received from the patients healthcare professional and it was reported that, prior to this programming changes had been made without changes in symptomatic improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.